Event description:
Customer reported being hospitalized for high blood glucose levels of over 1000. Customer has flu prior to hospitalization and was extremely dehydrated. Customer was unable to get pump to prime properly, numbers would not appear on screen but insulin was exiting. Troubleshooting was performed and pump is returning for analysis.